Event description:
The customer reported that they received a visible "speaker malfunction" inop. No pt was harmed as a result of this issue.

Manufacturer narrative:
(B)(4): philips has not determined whether or not the speaker is still audible. The visual inop would be obvious to users. In abundant caution, we will report this as a malfunction. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.